Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a richter¿s surgical procedure to treat prolapse on (B)(6) 2008 along with levator myorrhaphy and anal sphincter repair and the mesh was implanted. It was also reported that on (B)(6) 2018, abdominal pain occurred suddenly without any notion of effort, without favoring factor and transfix. CT scanner revealed diffuse peritoneal effusion of medium to large abundance associated with a defect of enhancement of several small loops in peri-umbilical and pelvic situation evoking ischemic suffering. Since 2010, weakness of both legs which is accentuated. Currently, the patient is experiencing vaginal pains, burn, irritations, inflammations, pains in the right of the pubis during the night and lumbar pain/sciatica. Since 2010, weakness of both legs which is accentuated. The patient was hospitalized in absolute emergency for exploratory laparotomy to release adhesions and reintegrations of small loops in the abdomen due to previous operations. No further information is available.